Event description:
The customer reported that the system was giving low ma errors and grainy images. A patient was involved, but not injured.

Manufacturer narrative:
(B) (4). The ge service rep ordered and replaced the brakepad assembly. He adjusted the ii entrance dose from 4.5mr/min to 3.3mr/min. He repaired the broken wire in the hv cable, zeroed ma nulls lubricated mainframe brake, and tightened the brake handles. The system is operating as designed.